Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "during laparoscopic cholecystectomy the inzii retrieval system 10mm (ref cd001, lot#1243360, exp. 3-5-18) failed to function properly and the pouch would not open. A new device was opened and used without difficulty." Patient status: "no patient harm."

Manufacturer narrative:
Full UDI# provided. This report is to follow up with medwatch# (B)(4) and maude#(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, no damages or defects were noted. The device was entirely disassembled, and no visual damages were found on any of the disassembled components. The bag was reassembled and deployed correctly. During manufacturing, 100% of the retrieval system bags are inspected for non-conformances. Since engineering was unable to replicate event, the exact root cause is unknown. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical will monitor its vigilance system and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental...